Manufacturer narrative:
Correction: this supplemental report is to correct the previously submitted to include the information that the left ventricular lead also exhibited an unspecified issue.

Event description:
It was reported that the patient experienced a choking incident. The patient went into ventricular fibrillation and expired. The physician believed that the implantable cardioverter defibrillator, right ventricular lead, and left ventricular lead exhibited an unspecified issue during the event. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient experienced a choking incident. The patient went into ventricular fibrillation and expired. The physician believed that the implantable cardioverter defibrillator and right ventricular lead exhibited an unspecified issue during the event. No further information was available.